Event description:
It was reported that the customer experienced intermittent issues of the insulin gauge displaying an amount different than expected. Customer loaded a new cartridge to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.